Event description:
A caller reported encountering a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for a complete pump reset, and the caller successfully began a new sensor session without further errors.